Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at elective replacement indicator (eri) due to normal battery depletion. After replacing the battery, and downloading the product code, the device functioned normally.

Event description:
It was reported that during interrogation, an elective replacement indicator (eri) message was observed. Measured battery data was 2.61 v, 11 ua, 10.8 kohms. The estimated remaining longevity was 3 months. Measured battery data in 2008, was 2.73 v, 10 ua, 3.8 kohms with an estimated remaing longevity of 1.7 years.